Event description:
It was reported during xia3 surgery (t6-s2ai) the surgeon tried to loosen the s2ai screw after final tightening, because it was difficult to bone graft. The surgeon then observed a crack on the blocker; he proceeded to scrap off the block and replaced the screw.

Manufacturer narrative:
The blocker was not returned due to the fact that it was scraped off using a power tool during surgery and was disposed of. Method: device history review; complaint history review; risk assessment; results: it was confirmed that the screw couldn¿t be tightened with the toque wrench due to a crack found on the blocker. It was also confirmed that excessive torque may have been used during final tightening of the blocker. Furthermore, the surgical technique states that the tightening should not exceed a force of 12 nm. The torque wrench should be used during final tightening as it indicates the optimal torque force that must be applied to the implant for final tightening. However, there were no adverse effects on the patient. Furthermore, no related issues were identified during the manufacturing review. Conclusion: this implant is not meant to withstand excessive amount of loading for the final tightening of the implants. Therefore, the investigation performed reveal that this event occurred due to the misuse of the instrument and deviation of use from the instructions provided in the surgical technique.

Event description:
It was reported during xia3 surgery (t6-s2ai) the surgeon tried to loosen the s2ai screw after final tightening, because it was difficult to bone graft. The surgeon then observed a crack on the blocker; he proceeded to scrap off the block and replaced the screw.